Manufacturer narrative:
Additional information sections: d9, h6, h10 an event of regurgitation secondary to leaflet prolapse was reported. All three leaflets were torn contained horizontal folds in their tissue, most markedly in leaflet 2 (ncc). These folds appeared to be secondary to the leaflet tears. There was partially detached circumferential inflow pannus on the inflow surface and focal pannus on the outflow surface of all three stent posts. This pannus did not appear to attach itself to leaflet tissue at the time of receipt at abbott. Leaflet 1 contained mild thinning and loss of collagen at the tear site. No inflammation or significant calcifications were found. Photos received from the field appeared to have a larger amount of pannus ingrowth on both the inflow surface and stent posts; however, it could not be definitively determined if the tissue encroached onto leaflet tissue. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies, including stent deformation, during functional inspection. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed mild loss of collagen fibers at the leaflet 1 tear site, which could have contributed to the tear. Furthermore, the extent of the damage to the sewing cuff and the pannus inflow ingrowth, along with the implanted trifecta gt valve size (23 mm) being larger than the replacement valve (21 mm epic supra) is possible evidence of oversizing and interaction with patient anatomy. This would have had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 23mm trifecta gt valve was implanted. In (B)(6) 2020, during scheduled follow up, mild aortic regurgitation (ar) was confirmed via echocardiography. On (B)(6) 2021, the patient was hospitalized due to acute heart failure. On (B)(6) 2021, the patient underwent semi-emergency re-do aortic valve replacement (avr) and the trifecta gt valve was explanted. Upon explant, it was observed that the non-coronary cusp (ncc) was prolapsed. A new 21mm epic supra valve w/flexfit was successfully implanted. The patient was reported to be in stable condition.